Manufacturer narrative:
Isi has not received the force bipolar instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No images or videos were shared of the event were shared. A review of the device logs for the force bipolar (part# 470405-06 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the system logs for the procedure date of (B)(6) 2021 has been performed. There were a couple engagement failures on a clip applier and then some onsite response errors. Neither of these would indicate anything wrong with the system. After those, the emergency stop (e-stop) button was pressed which aligns with the decision to convert to open. There are no other errors around the time of when the e-stop was pressed. This complaint is being reported due to the following conclusion: the procedure was reportedly converted to open surgery due to bleeding. The severity of the injury, and quantity of blood loss incurred remains unknown. It is unknown whether additional medical/surgical intervention was or will be administered as a result of this issue. At this time, the root cause of the patient's intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure was converted to open surgery due to bleeding. The force bipolar instrument had to be opened with an emergency release tool. It was unknown what caused the bleeding, and why the emergency release tool was used. Per the initial reporter, there was no procedure delay and no harm to the patient. There were no fragments that fell inside of the patient's anatomy. Intuitive surgical (isi) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found. The instrument was fully functional.